Event description:
It was reported that during surgery, a dent was observed on the thin metal part of device. No information was provided as it relates to patient harm or surgical delay. Diligence is complete as no additional information was noted.

Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in australia. E1: telephone- (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.